Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), failed battery test. The customer reported blood glucose value of 330 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1884l, mmt-7040a, unomedical. Troubleshooting was partially performed. The customer will discontinue the use of the insulin pump. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for unomedical.

Manufacturer narrative:
Pump passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6)2024 23:37:12.000 failed battery alert/battery failed alarm was found on: (B)(6)2024 23:35:16.000 (B)(6)2024 23:35:41.000 (B)(6)2024 23:36:00.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. No unexpected failed battery alert/battery failed alarm noted during the testing. Pump error 38 alarm was found on: (B)(6)2024 23:34:38.000, 09/11/2024 23:38:24.000 (B)(6)2024 23:39:28.000, 09/11/2024 23:46:06.000 (B)(6)2024 23:48:16.000, 09/11/2024 23:53:54.000 (B)(6)2024 00:18:06.000, 09/12/2024 00:24:03.000 (B)(6)2024 00:29:01.000, (B)(6)2024 06:05:22.000 (B)(6)2024 13:57:53.000 pump was cut open to perform visual inspection and found a jammed motor gear box. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Force sensor zero offset within specification (24.59 mv). A test motor was used and continued testing. The pump passed the rewind test. A constant pump error 38 alarm during the rewind test was confirmed due to a jammed motor gear box. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 11-sep-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6)2024 02:21:00.000 (B)(6)2024 03:01:00.000 (B)(6)2024 18:30:00.000 (B)(6)2024 21:45:00.000 (B)(6)2024 21:55:00.000 lostsensor2alert (781) was found on: (B)(6)2024 03:25:00.000 (B)(6)2024 03:35:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to perform the required testing due to a constant pump error 38 alarm during the rewind test. A constant pump error 38 alarm during the rewind test was confirmed due to a jammed motor gear box. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.